Event description:
Information received from the field does not address the patient's clinical status but notes that when the magnet is removed, the device goes from a programmed rate of 70 ppm to being paced in the ventricle at a rate of 100 ppm.